Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The dilator was dissected and no evidence of skiving was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk transseptal needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the reported issue is consistent with not following the instructions for use.

Manufacturer narrative:
The procedure type was confirmed to be a wolff-parkinson-white syndrome procedure and it was also confirmed that the transseptal needle had been reshaped prior to use.

Event description:
During transseptal puncture of a wolff-parkinson-white syndrome procedure, with a fast-cath transseptal introducer and non-abbott needle (medtronic), that was reshaped, there was skiving. It was attempted to flush contrast through the needle which was inside the fast-cath transseptal introducer against the septum, but the contract could not be flushed. The needle was removed, and it was found that some of the fast-cath transseptal introducer material was clogging the needle tip. The fast-cath transseptal introducer and non-abbott needle (medtronic) needle were replaced and transseptal puncture was successful.

Event description:
During transseptal puncture with a fast-cath transseptal introducer and non-abbott needle (medtronic) there was skiving. It was attempted to flush contrast through the non-abbott needle (medtronic) which was inside the fast-cath transseptal introducer against the septum, but the contract could not be flushed. The non-abbott needle (medtronic) was removed, and it was found that some of the fast-cath transseptal introducer material was clogging the needle tip. The fast-cath transseptal introducer and non-abbott needle (medtronic) needle were replaced and transseptal puncture was successful.